Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys assay performed within specifications based on a review of quality control data, which confirmed all results were within expected ranges. The root cause of the discrepant results observed between serum, heparin, and k2-edta plasma samples could not be definitively determined. However, a pre-analytical issue specific to the customer site was identified as the most likely contributing factor. The serum and heparin samples were collected by different departments than the k2-edta plasma samples, and potential differences in pre-analytical handling, such as tube specifications, clotting time, centrifugation, and storage conditions, were noted as areas requiring further review. The device remains in operation at the customer site, and the customer was advised to follow the assay's instructions for use, including confirmatory testing for initially reactive results.

Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module when testing different sample types. On (B)(6) 2023, one sample (B)(6) was tested. Serum samples tested on two different cobas 6000 e601 modules and using two different hbsag g2 elecsys lots (701577 and 716367) produced reactive results ranging from 1.4 to 2.45 coi. K2-edta plasma samples tested on the same systems and lots produced non-reactive results ranging from 0.493 to 0.647 coi. No confirmatory testing was performed. On (B)(6) 2023, additional samples were tested. For sample ID (B)(6), heparin plasma tested with hbsag g2 elecsys lot 716367 produced reactive results of 1.62 and 4.18 coi, while k2-edta plasma tested with the same lot produced non-reactive results of 0.408 and 0.573 coi. For sample ID (B)(6), heparin plasma tested with hbsag g2 elecsys lot 716367 produced reactive results of 1.53 and 1.25 coi, while k2-edta plasma tested with the same lot produced non-reactive results of 0.584 and 0.442 coi. No confirmatory testing was performed for these samples. The customer also tested serum and heparin samples with reactive results on the cobas 6000 e601 module using the abbott system, which produced non-reactive results. K2-edta plasma results were concordantly non-reactive between the cobas 6000 e601 module and the abbott system.